Event description:
It was reported that patient presented to clinic with an adverse event of Staphylococcus Aureus infection. No allegation that the infection was device related. Subsequently, the implantable cardioverter defibrillator (ICD), right ventricular (RV) and left ventricle (LV) leads were explanted. The patient was recovering post procedure, and antibiotic therapy will be continued accordingly.

Manufacturer narrative:
A Device History Record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving Abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned. Interrogation of the device revealed it was above ERI when received. Based on this information, the device was found to communicate appropriately with a Merlin programmer and has not reached the elective replacement indicator (ERI). The cause of infection could not be traced to the device.